Event description:
The customer reported that the 9900 system collimator blades would move in the opposite direction of what was selected during a workshop. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The memory was reset and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.